Manufacturer narrative:
Device was not explanted. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the mfg papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section surface shows no irregularities which indicates material conformity. No product fault could be detected.

Event description:
A 3.5mm cortex screw head broke off during insertion on (B)(6) 2011. X-rays showed broken part was left in the bone. The plate was noted as having good fixation.